Event description:
The user facility reported their unit was leaking steam from the front and bottom of the unit. No injuries were reported. The facility evacuated the local work area until the facility¿s maintenance was able to shut off the sterilizer¿s power. Procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, evaluated the sterilizer and found the heater element gasket leaking water and steam. The technician replaced the gasket, tested the unit and found the unit was not operational. The technician determined the water and steam damaged the sterilizer's control box and the control box required replacement. The technician provided the facility an estimate of the necessary repairs, however due to the age of the sterilizer the facility has decided to remove the unit from service.